Manufacturer narrative:
(B)(4). Teleflex did not receive the reported complaint for analysis therefore the reported complaint of unable to get fos signal is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the fiber-optic did not register upon insertion into a patient of (B)(6)cm in height. The catheter did not click in like it usually does. It did not look recessed. The calibration key was connected but did not recognize the fiber-optic. The catheter remained in use but was not used as a fiber-optic. There was no report in patient death or complications. A report in delay of therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the fiber-optic did not register upon insertion into a patient of (B)(6) in height. The catheter did not click in like it usually does. It did not look recessed. The calibration key was connected but did not recognize the fiber-optic. The catheter remained in use but was not used as a fiber-optic. There was no report in patient death or complications. A report in delay of therapy but no harm caused to the patient.